Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the identity of the material and or the cause of the foreign material to remain on the device could not be determined, to detect/mitigate the risk of harm, the instructions for use provides the following: "operation manual chapter 3 preparation and inspection" and "reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects.in the nozzle. There was no patient involvement.